Manufacturer narrative:
Block h6: problem code 2978 captures the reportable event of stent cover damaged. Block h10: a wallflex biliary rx covered stent and delivery system were returned for analysis. The shipping mandrel was retuned with the device. Visual examination of the returned device found the stent was received partially deployed and the stent cover was found with acceptable holes. No other problems with the stent and delivery system were noted. The reported event of stent cover damage/defective was confirmed as holes were noted on the stent cover. However, the number and size of holes were acceptable according to wallflex device specifications and this is considered a cosmetic defect. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on september 21, 2020 that a wallflex biliary rx covered stent was to be implanted to treat a biliary tract stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during unpacking, a pinhole was noted on the stent cover. The stent was not introduced inside the patient. The procedure was completed with another walflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx covered stent was to be implanted to treat a biliary tract stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during unpacking, a pinhole was noted on the stent cover. The stent was not introduced inside the patient. The procedure was completed with another walflex biliary stent. There were no patient complications reported as a result of this event.